Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the sphincterotomy was started with little angulation of the papillotomy and upon cutting, the wire burst. It was reported that nothing was left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.